Manufacturer narrative:
H10: the quantity affected of the malfunction was changed from 5 to 1. The lot number for the malfunction was not provided. The device has been returned for evaluation; the investigation is unconfirmed for difficult to deflate and inflation issue. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq7588 pta balloon dilatation catheter allegedly experienced deflation issue and difficulty inflating. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.

Manufacturer narrative:
The device was returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model cq7588 pta balloon dilatation catheter allegedly experienced deflation issue and difficulty inflating. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.